Event description:
The customer reported that when the nurse tried to remove the grounding pad from the pt¿s right leg, it was noticed that there was bleeding from the skin. When the pad was removed, a section of skin (1x1 cm) peeled off with the pad. The incident pad was discarded by the customer. The area was described asa 1st degree burn and required only cleaning for treatment.

Manufacturer narrative:
(B)(4). The incident grounding pad was discarded by the site and is not available for eval. If add¿l info pertinent to the event is obtained, a follow up report will be submitted.